Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a high heart rate with the minimal exertion or while seating. It was suspected that the minute ventilation feature needed to be reprogrammed. The crt-p remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.